Event description:
It was reported that the surgeon was debriding meniscus and inner blade broke off of the shaft getting stuck on the outer blade. All pieces were removed. No patient injury or significant delay were reported. Back up device was available.

Manufacturer narrative:
One (B)(4) disposable 4.5mm incisor plus platinum curved blade returned. The complaint stated: ¿inner blade broke off of the shaft getting stuck on the outer blade.¿ wear bands; damage on the outer diameter surface of the inner blade was found. This surface condition indicates pressure/force was applied to the device causing the inner blade to bind with the outer. Per instruction for use: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade¿. Metal shavings result from pressure during rotation. In addition, binding, noisy/grinding and overheating/melted material condition has been found to be consistent with devices being tested/run without or with inadequate suction/irrigation. Per instruction for use: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade.¿ and ¿irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry).¿ binding, shavings and seizing can occur due to bone/tissue or metal shavings/fragments not excising efficiently. No root cause related to the manufacture of the device was confirmed. Updated.